Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead revlead low out of range pacing impedances. There has been no change at this time when it comes to the right ventricular lead. No adverse patient effects were reported.